Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# :va1l25v, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 17-oct-2021, UDI#: (B)(4). Report source: country: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ¿about two-thirds of the device was exposed from the implantation site.¿ the device and lead were removed as a result of the event. It was noted the patient¿s outcome was ¿discharge/recovered¿ at the time of report. No further complications were reported or anticipated.